Event description:
It was reported that on (B)(6) 2024 the patient complained of ¿clunking¿ sounds coming from the ventricular assist device (vad). The sounds were initially thought to be related to premature ventricular contractions (pvcs); however, a transthoracic echocardiogram (tte) with rhythm monitoring and auscultation was conducted which revealed that the ¿clunking¿ sound occurred without concurrent pvcs. Log files were submitted for analysis. It was noted that the patient experienced more frequent pi events than normal but were no other unusual events recorded in the log file. It was later determined that the sound was due to the pump speed being set too high. The speed was subsequently decreased, following which, the patient stated the 'clunking' still occurred occasionally but was much better. The patient was asymptomatic and was able to sleep through the night.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, health effect - clinical code, health effect - impact code: corrected. Manufacturer's investigation conclusion: the reported "clunking" sound could not be confirmed through this evaluation. Review of the submitted log files confirmed several pi events. A specific cause for the reported sound and pi events could not be conclusively determined. Additionally, a direct correlation between the sound and the observed pi events could not be conclusively established. The system controller event log file captured several pulsatility index (pi) events within the approximate 20-minute time period from 12feb2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pulsatility index. In reference to pi, the IFU explains that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 1 of the IFU and section 6 of the IFU, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, section 1, ¿introduction", and section 8, ¿handling emergencies¿, also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient had complaints of hearing clunking sounds from their pump which had initially thought to have been premature ventricular contractions (pvcs). However, after a transthoracic echocardiogram (tte) was performed, it was found that the clunking sounds occurred in concurrent with the pvcs. Log files were sent in for analysis and the patient's pump speed was lowered. The clunking became less frequent, and the patient was able to sleep through the night.